Event description:
Medtronic received information that 9 years and 1 month post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a 23mm non-medtronic valve. The reason for the replacement was reported as severe aortic stenosis due to the presence of pannus under the valve. It was stated that a mean gradient of 45mmhg, trivial aortic regurgitation, peak velocity of 4.7m/sec and an effective orifice area (eoa) of 0.80cm^2 were observed prior to explant. It was noted that "the ascending line expanded". No additional adverse patient effects were reported.

Manufacturer narrative:
The analysis and investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all valve leaflets were flexible except where calcification was present. Tissue deterioration due to calcification observed on the free margin of the right cusp. Calcification nodules were found on the right cusp approaching the right non-coronary commissure. The free margin and tunica of the left cusp exhibited signs of deterioration possibly from abrasion against the outflow rail. The tissue near the margin of attachment of the non-coronary appeared cut as evidence by the smooth lines on the tissue possibly from the explant procedure. Tissue deterioration due to calcification observed on the right non-coronary and left right commissures. The left non-coronary commissure appeared intact. Right and left cusps were in the closed position; non-coronary cusp was open touching the outflow rail. Thick, glistening off-white pannus lined the inflow base stitching extending up to 5mm onto the left cusp and 3mm onto the right cusp showing a possible reduced inflow orifice area. An unknown amount of pannus may have been removed during explant. Radiography revealed calcification on the left right and right non-coronary commissural areas and all leaflets. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Pannus overgrowth and calcification are inherent risks of bioprosthetic valve replacement and can lead to stenosis, high gradients, and regurgitation. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis, high gradients, and regurgitation related risks are addressed in the current risk management file. D4: updated d9: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.